Manufacturer narrative:
On 20 october 2015 it was prepared a final report with the information already submitted in the initial report. On 27 oct 2015 the final report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 25 september 2015 on the four lots involved: lot 130048: (B)(4) items manufactured and released on 13 march 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported issue. Cocr ball head 12/14 ø 28 size m, ref. 01.25.012 lot. 130252 (k072857): lot 130252: (B)(4) items manufactured and released on 02 may 2013. Expiration date: 2018-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Versafitcup cc flat pe hc liner ø 28 / c ref. 01.26.2839hct lot. 124723 (k103352): lot 124723: (B)(4) items manufactured and released on 07 february 2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Versafitcup cc light acetabular shell ø 48 ref. 01.26.48mbtl lot. 124708 (not registered in the USA): lot 124708: (B)(4) items manufactured and released on 29 january 2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported issue. Thrown away by the hospital.

Event description:
Revision surgery due to infection 2 years after primary. All the implants were explanted., with the implantation of a cement spacer reason : infection with pseudomonas.